Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that during the implant procedure of a surgical paddle lead, sensitivity testing showed some abnormalities. The procedure was stopped and the patient has recovered without sequelae. The patient will be re-scheduled for implant with percutaneous leads.